Event description:
Pt was post-op emergency abdominal exploration. Ng tube placed on 7/26/94 for tube feedings. Tube feedings were held because tube was partially out. Attempted to reinsert without success. Unable to inject air. Nurse withdrew tube and noticed that the tip was not attached and that tube had a long tear lengthwise along the tube. Mds were notified.